Manufacturer narrative:
The investigation concluded that multiple lower than expected vitros myog quality control results and multiple higher than expected vitros ckmb quality control results were obtained using non-vitros biorad quality control fluids in combination with a vitros 5600 integrated system. The assignable cause for the higher and lower than expected biorad qc fluid results could not be determined with the information provided by the customer. There was no evidence to suggest a vitros 5600 integrated system malfunction; however, it cannot be entirely ruled out as a contributing factor as the same quality control fluids generated acceptable results on an alternate vitros eci system on site. Additionally, based on multiple historical vitros reagent quality control results, and since the same reagent lots generated acceptable quality control results on an alternate vitros eci system, there is no indication a reagent related issue contributed to the event. Continual tracking and trending of complaints has not identified any signals that would point to potential systemic issues with vitros product ckmb, lot 2370 or myog lot 1365. Finally, it is unlikely a biorad quality control sample related issue as the same control fluids generated acceptable results on an alternate vitros eci system.

Event description:
The investigation has determined that higher than expected vitros ckmb results were obtained from non-vitros biorad l1 qc fluid using vitros immunodiagnostics product ck-mb reagent on a vitros 5600 integrated system and lower than expected vitros myog results were obtained from a non-vitros biorad qc fluid using vitros immunodiagnostics product myoglobin reagent on a vitros 5600 integrated system. Biorad cardiac marker plus lot 23690 l1 qc fluid (ckmb) results of 4.81, 4.81, 4.79, 4.81 and 4.87 ng/ml versus the expected result of 3.026 ng/ml. Biorad cardiac marker plus lot 23690 l1 qc fluid (myog) results of 68.49, 70.30, 72.68, 74.55, 94.93, 98.74, 99.25, 99.81, 101.83, 101.83, 102.72, 103.78, 104.04, 106.31, 107.05, 110.14, 111.28, 111.48, 112.23, 112.62, 113.0, 113.98, 114.38, 114.43, 114.93, 115.84, 116.55, 117.28, 117.92, 118.42, 118.89, 119.31, 119.85 and 120.28 miu/ml versus the expected result of 131.6 miu/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if it were to occur undetected with patient samples. Ortho has not been made aware of any erroneous vitros myog or ckmb patient sample results obtained or reported from the laboratory over the time frame of the event; however, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. This report is number two of two 3500a forms filed for this event, as two devices were affected. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).